Event description:
Aventis case ID: 200515873us initial report received on 7/19/2005: initial spontaneous case reported by a physician regarding a 60 year old female pt who received two treatments of poly-l-lactic acid (sculptra). She received her first treatment on 6/7/2005. The date of her second treatment was not specified. Poly-l-lactic acid indication was not provided. The lot number and expiration date were unk. At an unspecified onset date, the physician reports the pt developed a staph infection to the area where poly-l-lactic acid was injected. She developed a staph infection to her chin, side of nose, under eye and in her mouth (nos). The physician noted a cat scan was conducted (results not provided). The pt is being treated with vancomycin and levaquin (levafloxacin) intravenously on an outpatient basis. She was unresponsive to cipro (ciprofloxacin). The pt was not hospitalized for the aforementined event. Concomitant medications includes botox (botulinum toxin type a) and restylane (hyalurnic acid) (therapy dates, schedule, dosage and indication not provided). The pt has no known drug allergies. No further info provided. Further info is being sought.

Event description:
Pt who received two treatments of poly-l-lactic acid (sculptra). They received their first treatment in 2005. The date of their second treatment was not specified. Poly-l-lactic acid indication was not provided. The lot number and expiration date were unk. At an unspecified onset date, the physician reports the pt developed a staph infection to the area where poly-l-lactic acid was injected. They developed a staph infection to their chin, side on nose, under eye and in their mouth (nos). The physician noted a cat scan was conducted (results not provided). The pt is being treated with vancomycin and levaquin (levofloxacin) intravenoulsy on an outpatient basis. They were unresponsive to cipro (ciprofloxacin). The pt was not hospitalized for the aforementioned event. Concomitant medications include botox (botulinum toxin type a) and restylane (hyaluronic acid) (therapy dates, schedule, dosage and indication not provided). The pt has no known drug allergies. No further information provided. Further information is being sought. Physician casual assessment: "probable". Addendum for follow up received in aug-2005: physician reports that the pt's infection following their sculptra injection has persisted for the past two months and may become life-threatening. Physician reports that their nurse had injected the pt with sculptra in pt's chin and nasolabial folds. The pt developed an infection that spread from the chin to underneath their eye. The infected area was described to involve half of their face. The physician reports that pt is under the care of an infectious disease specialist and has received heavy antibiotic therapy. Thus far, they have been unresponsive to ciprofloxacin and has had an allergic reaction to treatment with intravenous vancomycin. Another treatment related complication included a hospitalization for blood clots in their arm due to the intravenous antibiotic therapy. Duration of hospitalization is unk. Current antibiotic treatment is unk. Other treatment for the infection include drainage of abscess fluid from the infection site. The physician reports that the pt may need to have the affected skin removed and replaced with grafts. Physician believes the infection to be life threatening because they think it is possible the infection will spread to other areas like the brain. Outcome of the infection is going at the time of this report. Lot number and expiration date of sculptra was requested but unavailable. No further information provided.